Event description:
It was reported by a healthcare professional that two hahn implants failed. The patient bone type was reported as raptos cortico - cancellous blend, which was used in (B)(6) 2025 at the initial removal at site #28. The previous implant at site #28, a hahn tapered system was used, failed/reinfected, the size was the same as what is being returned, 4.3 x 10 mm this time. There was no integration. A surgery guide used for both implants. The patient presented for the initial implant placement on tooth position #28 on (B)(6) 2024. During a follow-up exam, infection was observed by the provider. There was swollen, red, inflamed tissue, radiographically, it was radiolucent around the threads. The reported device failed to osseointegrate by (B)(6) 2025 and was removed. The site was curettaged, irrigated, grafted and left to heal for eight months. A replacement device was implanted on (B)(6) 2025. The second implant was removed on (B)(6) 2025 in order to put in a different size implant. An implant of 4.3 x 8 was placed on (B)(6) 2025 and was within normal limits (wnl) as of (B)(6) 2025. Patient will return in four weeks. Additional information received reported the explant date of the initial reported device as (B)(6) 2025. The second implant was removed because it was sitting too high, not below the bone level.

Manufacturer narrative:
The reported device has been requested but has not been returned. Once the investigation has been completed, a supplemental report will be submitted. The additional reported event is captured in mw 3011649314-2025-01073. Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected information: h4 in the initial report was captured as 02/21/2022, however, lot information was not provided. Therefore, the manufacturing date could not be determined. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results: the lot information was not provided therefore the DHR could not be reviewed. Stock product reviewed results: the lot information was not provided therefore the stock product could not be reviewed. Investigation methods/results: per the reported device customer stated the device was returned; however, the device has not been returned to the compliant handling team to date for analysis. Root cause description: a root cause for this complaint cannot be explicitly determined. Probable root cause is improper seating of the implant driver into the internal hex of the implant. It is unclear the methods of implant placement used during the initial procedure or if appropriate load distribution was observed. IFU-570 rev 7 (hahn tapered implant system) contains the following statement in the implant placement section: "step 2: initial placement - engage the implant connection with the appropriate driver. With the implant securely attached to the driver, squeeze the opposing end of the holder to disengage the implant from the holder. Transport the implant to the prepared site and insert into the osteotomy. Rotate clockwise with applied pressure to engage the self-tapping grooves. Avoid lateral forces, which can affect the angulation and final alignment of the implant. Step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU-570 rev 7 (hahn tapered implant system) contains the following statement in the methods of implant placement section: "option 1: handpiece implant placement - place the appropriate implant driver into the handpiece. Seat the driver into the internal hex connection of the implant and press firmly to fully engage the connection. Thread the implant into the osteotomy at approximately 25 rpm until fully seated. Option 2: manual implant placement - assemble the adjustable torque wrench with the surgical adaptor and appropriate implant driver. With the implant threaded securely in its site, seat the driver into the internal hex connection of the implant, and press firmly to fully engage the connection. Turn the wrench clockwise in increments of approximately 90 degrees. Avoid lateral forces, which can affect final alignment of the implant." Manufacturer reference #: (B)(4).